Event description:
It was reported that: after intubating the pt, the doctor placed the machine into automatic ventilation mode and the machine posted a message, ventilator failure. The doctor attempted to place the machine into manual mode; however, the machine did not go into the mode. The doctor was unable to ventilate the pt with the machine as there was no fresh gas getting to the pt. The doctor switched to an alternate machine to complete the case. No pt injury.